Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter was reading inaccurately a few weeks prior to contacting lfs; however, no results were provided for this time. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with insulin pump therapy. She reported that following the start of the alleged issue, she had followed her usual diabetes management routine, including sliding scale. She stated that about a week prior to contacting lfs, her husband had been unable to wake her up, immediately, and she had felt weak and was sweating. She reported that her husband gave her four dex4 tablets at 6:45am on that day. She also reported that she went to the doctor¿s office at 7:30am and received juice and crackers from a nurse. The patient indicated that a laboratory test result of 180 mg/dl was obtained, compared to a result of 350 mg/dl on the subject meter, performed within 10 minutes of each other. During troubleshooting, the patient confirmed that the meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Weak, sweating and difficulty wakening, after obtaining alleged inaccurately high results on the meter and continuing with her usual diabetes management routine of insulin (sliding scale).